Manufacturer narrative:
(B)(4). The field service engineer (fse) trouble shot the problem and found that the power tray (field replaceable unit) was defective. He replaced this power tray, this solved the problem.

Event description:
Philips received a report from a customer that system shut off and would not turn back on. There was no patient involved.